Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing as atrial events appear to be falling in blanking/ refractory period at times possibly triggering device classified termination of atrial tachycardia/ atrial fibrillation (af) events in progress. The ra lead remains in use. No patient complications have been reported as a result of this event.